Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The intended procedure was a diagnostic bronchoscopy. There was no delay, and the procedure was completed using the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the endo therapy accessories or metal part of cleaning brush may have touched the biopsy channel port during insertion/withdrawal of these products. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of few white spots on the image was not confirmed. In addition to the finds reported in b5, adhesive on bending section cover was detached. Image guide protector had a cut. Grip had a scratch. Image guide bundle had a stain. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis exera bronchofibervideoscope had a few white spots on the image during an unspecified procedure. The user facility cleaned the distal end, but the problem remained. They contacted olympus and the event was observed with no remediation with cleaning the distal end. There was no report of patient harm associated with this event. During incoming inspection, it was determined the forceps channel port was shaved. The suction cylinder was dirty. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.